Event description:
It was reported that a pump over infused chemotherapy to a pt. The device was programmed to deliver 50ml of medication at a rate of 50ml/hr. The entire IV container was delivered in less than one hour. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.